Event description:
Device 3 of 3. Reference MFR report #1627487-2013-19924, reference MFR report #1627487-2013-19925. It was reported the patient's stimulation changed. A sjm representative reprogrammed to no avail. An x-ray revealed one of the leads has migrated. The leads were explanted and replaced with a paddle lead. The day of the surgery the patient reported discomfort at the ipg site when he sat and leaned back. The ipg was relocated during the surgery. The leads were cut several times during the explant and will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.